Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella cp pump inserted in the right femoral. The patient had hemolysis and access site bleeding and as a result an unknown amount of red blood cells (rbc) transfusion was administered.